Event description:
The customer was hospitalized for high blood glucose levels. Prior to hospitalization, the customer had called about the "no delivery alarms". Troubleshooting was performed and the pump passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, conider this report complete to the best of our knowledge.